Event description:
It was reported that a small volume folfusor leaked. This occurred after the device was filled with 4500 mg of fluorouracil and 115 ml of 0.9% sodium chloride and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14f020 was manufactured on june 3, 2014 ¿ june 4, 2014. The device was returned for leak evaluation. Visual inspection noted that the winged luer cap was loose. A functional leak test was performed after tightening the winged luer cap and no leak was observed. The problem could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.